Manufacturer narrative:
Investigation summary: no product was returned. Asae/ major bleed: the cause of the bleed was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1988163. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support it was reported that the patient received one unit of packed red blood cells. No other information provided.

Manufacturer narrative:
Corrected information has been provided in e1 (zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleed was unable to be determined due to insufficient clinical details.